Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was fuzzy. The reporter confirmed that the issue was not related to the lens film and there was no moisture noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings:the pump display screen was observed to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.